Manufacturer narrative:
Ec method code desc - 5: communication/interview (4111). Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, trends, communication/interviews, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed the catheter was returned in used condition. The stopcock was attached to the inflation line and noted to be in the open position. A 6cm perpendicular split was observed starting 5mm from the top edge of the balloon material. There were no foreign marks, such as graspers marks, visible of the surface of the balloon material. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. Warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. Cause of balloon rupture was not determined. The complaint was confirmed based on customer testimony and evaluation of the returned device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2019: the procedure being performed was pph (post partum hemorrhage). The blood loss volume prior to the device placement was 1300ml and the blood loss volume after the device placement was not measured.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the treatment of postpartum hemorrhage using a bakri tamponade balloon catheter, the operator noted leakage after 300ml of saline was used to inflate the device. The procedure was completed by using another new same type device. No adverse effects have been reported due to the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.